Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a head trauma on (B)(6) 2021. Reportedly, the user went for programming fifteen days after this incident and, according to her father, the results were normal. However, three months later, she went again for programming and a problem with the internal device was found. Currently, the user can only hear loud sounds. It is planned to proceed with further in situ measurements in the next two weeks.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a head trauma on (B)(6) 2021. Reportedly, the user went for programming fifteen days after this incident and, according to her father, the results were normal. However, three months later, she went again for programming and a problem with the device was found. The user has been explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Reportedly, the recipient experienced a head trauma, which might have weakened the electrode's fixation. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a head trauma on (B)(6) 2021. Reportedly, the user went for programming fifteen days after this incident and, according to her father, the results were normal. However, three months later, she went again for programming and a problem with the internal device was found. Currently, the user can only hear loud sounds.